Event description:
Resident was found with a 5cm x 9cm discolored area on l cheek with 2 small blackened circles in upper portion. Area was in shape of call light which was without the protective plastic cover but did have a light, clear plastic over. Plastic noted to have condensation at time resident found. Unable to determine how actually occurred.